Manufacturer narrative:
Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the led display grn 7seg 7.6mm dip10. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced dim u4 on display board. A review of the device history record showed the device had a manufacture date of 18oct2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the customer answered "yes" to the survey question " are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" 12 large volume pumps were affected by missing display lights. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the customer answered "yes" to the survey question " are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" 12 large volume pumps were affected by missing display lights. There was no reported patient involvement.